Event description:
It was reported that during the attempted extraction of the right ventricular (rv) the lead broke in two. The rv lead was partially removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The medial portion of the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. D314drg ICD (B)(6) 2012. (B)(4).

Event description:
It was further reported that the patient's device system was removed due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).